Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced alkalosis, cardiac arrhythmias and sudden cardiac arrest. It was further alleged the event was caused by the product administered to the patient during dialysis treatment.